Event description:
Patient had successful tcar of rica. The following day prior to discharge, patient experienced a seizure type event. Was evaluated from neuro, CT performed that showed stent open and well opposed. Mra the following day did show infarcts.